Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn and was discarded. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device was received fully deployed with damage to the top housing. No timeouts or drive stalls were seen in the download data. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. The external housing damage and internal component damages align, indicating post-use damage. Internal damages include damage to the reservoir, needle, mechanism rail, ratchet gear, piezo, piezo springs and linkage mechanism. The damage to the reservoir caused a leak, which led to corrosion of the bottom battery. It could not be determined when the device deployed. The cause of reported event was not determined.